Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. Section h4- device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician found a crack in the optic of the preloaded intraocular lens (iol) after implantation into the patient's surgical eye. There was no patient injury reported. No further details provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the video provided by the customer was reviewed. The video showed a cataract removal and a lens (claimed to be a tecnis monofocal optiblue iol preloaded in the simplicity delivery system model dcb00v) implantation. The images show a crack/scratch like mark (1-1.5 m) located in the lens optical mid periphery. Based on the crack/scratch like mark location, there is a low probability that it will have a clinical impact on the patient's visual function; however, the definitive clinical impact as well as the potential root cause of the reported issue could not be determined from a video assessment. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.